Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-09555. It was reported the patient experienced ineffective stimulation. Reprogramming was tried to no avail. Reportedly, therapy was restored in the right side only. As a result, the patient underwent surgical intervention wherein the penta lead was explanted and replaced which resolved the issue.